Manufacturer narrative:
Device evaluation: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot was reviewed and it was confirmed that no non-conformities were reported during production. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the connection of the tubing was unstable and was leaking. The connection on the back of the flushometer was broken. There was no patient involvement and no patient harm/adverse event reported.